Event description:
It was reported that at time of device change-out, externalized conductors were noted via x-ray. All electrical measurements were normal. Physician decided to leave the lead implanted and monitor the lead. The patient's condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.